Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-product analysis: the device was returned and evaluated by product analysis on 09/10/2015 with the following findings: the keypad was found to be missing. Evaluation revealed all keypad buttons were unresponsive. There was no evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was observed. The bolus button cover was missing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the up, down, and ok keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.